Event description:
It was reported that the device leaked. It was noticed by the patient when the bag and their clothes were soaked. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.